Manufacturer narrative:
(Ethnicity): unknown/ not provided. Asku. Device evaluation: product evaluation was not performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to halos sutures were required when removing the iol. Another johnson & johnson lens, model zcb00 21.0 diopter was implanted as a replacement. The patient outcome was reported as 20/30 on (B)(6) 2023 with resolution of halos. Suspect product will not be returned. No other information was provided.